Event description:
It was reported that during a sigmoid resection procedure, the device was fired and a tear occurred above the staple line, exposing the blue and silver components of the head of the anvil. The staples were deployed and no bleeding was noted. The surgeon oversewed the tear, a leak test was performed, and no leak was noted. The assistant surgeon was the person who fired the device and he reported "the proximal donut was intact but the distal donut was not intact." The case was delayed by one hour.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: 1st fu updated: did the extended time have an adverse effect on the patient and if so did they require time in ICU or additional treatments? What additional treatment was required? Tear needed to be sutured close, so additional time in the or was the result. What caused the tear after firing the device on the tissue? This is what I want to find out. Product malfunction or user error? Was the staple line complete from the second donut? Distal donut was not properly formed. Was the tissue partially or fully cut for the second donut? Tissue looked partially cut from the distal donut. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Yes, dr. (B)(6)fired the device in primary surgeon dr. (B)(6)¿s case.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.